Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.